Manufacturer narrative:
The device was not returned for eval. We are unable to confirm the reported malfunction, needle mechanism failure. Qualification records for the product lot were reviewed and all acceptance criteria were met. The omnipod user's guide warns "check the infusion site after insertion to ensure that the cannula was properly inserted. It is also a good idea to check your blood glucose about two hours after each pod change and to check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result. It instructs "the pdm... Also displays a reminder to check the infusion site and cannula. Make sure the pod is securely attached to your skin. You can see the cannula through the small viewing window on the pod. Press yes if you can see that the cannula is properly inserted. The pdm returns to the status screen. Or press no if you see a problem with the cannula. The pdm instructs you to deactivate the new pod. Press discard to restart the process with a new pod."

Event description:
Customer called to report that on (B)(6) 2011 at 8:47 pm, her blood glucose measure 329 mg/dl, so she administered a 3.9 unit insulin bolus. At 9:30 pm, her bg hd risen to 405 mg/dl; another 3 unit insulin bolus was given. At 12:00 am, bg remained elevated, 420 mg/dl. She removed the device and noticed that the cannula was not inserted.